Event description:
It was reported that the pulse generator exhibited inter- mittent capture and pacing. Noise was observed on the egm in the ventricular sensing amplitude configuration. In the bipolar configuration, noise was observed on all bipolar, unipolar tip and unipolar ring settings. The device was ex- posed to electrocautery. The device was explanted.

Manufacturer narrative:
No medwatch form was received.